Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient was admitted the night prior to the report for evaluation of the catheter after the patient experienced increased pain. It was stated a CT scan indicated the catheter might be in the spinal cord. It was unknown if the catheter would be pulled back, removed, or buried in subcutaneous space until further evaluation. The catheter revision was thought to take place the next day. The cause of the event was attributed to catheter mal position. The pump was then set to minimum rate mode. The patient was recovering. The pump was used to deliver prialt. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider both directly and via a drug manufacturer, regarding a male patient receiving intrathecal prialt 25 mcg/ml at 1.24 mcg/day via an implantable infusion pump. Other medications that the patient was receiving at the time of the event were oxycontin 40 mg three times daily and oxycodone 10-20 mg four times daily. The device positioning issue was clarified to have been a positioning issue at implant in which the catheter was not implanted at the intended site of placement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative, regarding a male patient receiving intrathecal prialt 25 mcg/ml at 1.24 mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. Additional information received reported that the distal end of the catheter was in the patient's spinal cord and they were not receiving therapy. The physician was concerned that because the ascenda catheter was stiffer than other types of catheters, the stiffness may have somehow caused/contributed to this issue. Clarification was asked regarding how this may have affected the performance of the device and the reporter was not sure. The patient experienced pain and discomfort as a result of the catheter being in the spinal cord. It was reported the distal segment had been removed, and the pump segment remained in the patient. The physician planned to do a revision in the future; however, was not aware of anything being scheduled. If additional information is received this report will be updated.